Manufacturer narrative:
Investigation: customer samples were received for evaluation. Upon visual evaluation, bd pas observed a mixture of tubes containing no additive and tubes containing additive. A quantity of tubes were selected for testing that had additive with lighter than normal appearance. The tubes were tested as part of this investigation and no issues were observed as all tubes performed as expected. Based on the investigation, the customer¿s indicated failure mode for no additive was observed by bd pas during evaluation. The most likely root cause has been identified, and as a result, further investigation will being conducted to assess necessary actions that will prevent future recurrence. Based on the investigation, the potential root cause for this issue has been identified that relates to a manufacturing process. As a result, further investigation will being conducted to assess necessary actions that will prevent future recurrence. Based on an assessment of severity and frequency, it was determined that no corrective action is required at this time. However, the most likely root cause has been identified, and as a result, further investigation will being conducted to assess necessary actions that will prevent future recurrence. UDI#: (B)(4).

Event description:
It was reported that there was no additive in a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. This was confirmed through a bd investigation. There was no report of injury or medical interventions.